Event description:
It was reported that during procedure, t2 fell off. T1 was already secured but it was removed from the patient. A back up device was available to complete the procedure with no significant delay. No patient injury or other complications were reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿during procedure, t2 fell off.¿ it seems that that the phrase: ¿t2 fell off¿ is being used when the t2 anchor is unsuccessfully anchored, seated, secured within the meniscus tissue. T1, t2 and tainted suture were returned. The depth limiter was attached. The delivery curve had no obvious damage. The device cycled and actuated as expected. Please note: inadvertent twisting or flexing, whether temporary or permanent, of the needle track can affect deployment and may encourage unintended release or retaining of anchors. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely.¿ no root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during procedure, t2 fell off. A back up device was available to complete the procedure with no patient injury or other complications reported. It is unknown if there was a delay.